Event description:
Post operatively, the ti veptr adapter came apart where it accepts the extension. The patient was returned to the or for revision.

Manufacturer narrative:
Subject device has been received and is in the evaluation process. No conclusion can be drawn at this time.